Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: this report is about fm dirt. Black dirt was on the tube wall.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported before using the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in one (1) tube wall. The following information was provided by the initial reporter. The customer stated: this report is about fm dirt. Black dirt was on the tube wall. H.6. Investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination. The indicated failure mode of embedded foreign matter (fm) was observed in one retain sample. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of embedded fm. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in one (1) tube wall. The following information was provided by the initial reporter. The customer stated: this report is about fm dirt. Black dirt was on the tube wall.